Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during routine care and maintenance, the PICC was found leaking near the hub. As a result, the PICC was removed due to the infection risk and a new PICC was not placed. The leak was inside the pink connector. If you connect a syringe to the PICC, the leak can clearly be seen.